Event description:
It was reported that the patient felt a vibration coming from the pump for the first time on (B)(6) 2014. They were not able to feel the port on the pump. Usually they were able to feel the port on the pump. The patient reported they had gained weight. Additional information, received on the date of this report, indicated that the cause of the event was unknown, but was attributed to the pump. However, it was also indicated that the event was due to pump inversion/flipping. The patient previously contacted the manufacturer for the pump to be evaluated. The patient did not experience any symptoms, but heard the pump ¿buzzing¿. At the time of this report, the patient outcome was unknown. The device system was used to deliver fentanyl. The specific cause of the event, treatment/interventions, diagnostics/troubleshooting, and final patient outcome were not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted:(B)(6) 2007, product type: catheter. (B)(4).